Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds and loss of capture. An increase in the pacing thresholds has been observed, and pacing failure was confirmed with an electrogram (egm). This rv lead has been successfully replaced. No additional adverse patient effects were reported.